Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 30-jan-2020. The most recent information was received on 26-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female reproductive tract disorder ("gynaecological disorders"), haemorrhage ("haemorrhage"), menorrhagia ("menstrual period lasting more than 12-15 days"), back pain ("low back pain"), pruritus ("itchy body") and headache ("headaches"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, female reproductive tract disorder, haemorrhage, menorrhagia, back pain, pruritus and headache outcome was unknown. The reporter considered back pain, female reproductive tract disorder, haemorrhage, headache, menorrhagia, pelvic pain and pruritus to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 30-jan-2020. The most recent information was received on 24-mar-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female reproductive tract disorder ("gynaecological disorders"), haemorrhage ("haemorrhage"), menorrhagia ("menstrual period lasting more than 12-15 days"), back pain ("low back pain"), pruritus ("itchy body") and headache ("headaches"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, female reproductive tract disorder, haemorrhage, menorrhagia, back pain, pruritus and headache outcome was unknown. The reporter considered back pain, female reproductive tract disorder, haemorrhage, headache, menorrhagia, pelvic pain and pruritus to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-mar-2021: ha number received - (B)(4). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 30-jan-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female reproductive tract disorder ("gynaecological disorders"), haemorrhage ("haemorrhage"), menorrhagia ("menstrual period lasting more than 12-15 days"), back pain ("low back pain"), pruritus ("itchy body") and headache ("headaches"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, female reproductive tract disorder, haemorrhage, menorrhagia, back pain, pruritus and headache outcome was unknown. The reporter considered back pain, female reproductive tract disorder, haemorrhage, headache, menorrhagia, pelvic pain and pruritus to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.